Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) was concerned this electrode delivered inappropriate shocks in january 2023. At this time, no further information has been received. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service. Technical services reviewed the treated episodes and confirmed the electrogram (ECG) registered is not showing clearly a qrs complex. Although there is no evidence of mechanical impairment, technical services noted there potentially is an undersensing of the rhythm at the beginning of the episodes. It was recommended the hcp review the patient in person to check all the sensing vectors as the one programmed may not be providing the most appropriate detection of treatable rhythms.

Event description:
It was reported that the health care professional (hcp) was concerned this electrode delivered inappropriate shocks in (B)(6) 2023. At this time, no further information has been received. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service.